Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit but was unable to reproduce the reported issue. As a precautionary measure, the field service representative replaced the turbine and had it sent to carefusion for further evaluation. Carefusion has yet to receive the suspect turbine. Upon receipt a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit is showing ¿motor fault.¿ there was no patient involvement at the time of the incident as this unit was being checked out prior to patient use.